Event description:
Preoperative diagnosis: 1. Infected life-site dialysis catheter. 2. Right subclavian vein stenosis. Procedure: removal of life-site catheter and ports. Anesthesia: local anesthesia with 0.25% marcaine with epinephrine plus IV sedation and monitoring by dr. Procedure: the pt was taken to the operating room, where adequate sedation was given. Betadine prep to the right anterior chest wall was carried out. Local anesthesia was utilized as necessary. An incision was made through the pt's old scar. The two ports were individually identified and each one was dissected out of the pocket. Each pocket contained blackish-gray, fibrotic tissue, as well as a small amount of free fluid, which was also blackish-gray in color. Each port was removed. Each catheter was removed and the tracts where the catheter went into the vein was suture ligated with 3-0 vicryl. The wounds were irrigated with saline and then loosely closed with further vicryl. The skin was left open to heal by secondary intention. The pt tolerated the proceudre satisfactorily. Estimated blood loss: less than 10cc.